Manufacturer narrative:
The device did not perform as intended. A tecan field safety engineering went on site to evaluate the instrument and replaced the gas springs. The instrument was returned to normal use. The complaint investigation is open and will evaluate the returned gas springs and a follw up report will be filed with conclusions. This incident is reported out of an abundance of caution as there is the potential for more serious injury if it were to recur. Note: this report or other information submitted by tecan under 21cfr part 803, and any release by FDA of that report or information, does not reflect a conclusion by tecan or FDA that the report or information constitutes an admission that the device,tecan, or its employees caused or contributed to the reportable event.

Event description:
28th october 2024 tecan switzerland was made aware through the tecan UK service manager, that the laboratory reported that during routine activities within the freedom evo instrument, the operator lifted and then clicked the front door into place and entered the machine. The front door did not stay upright and fell down on the operator's head, causing a bump. The operator received first aid and was able to return to work after 20-25 minutes without further care, the customer confirmed that the operator didn't have a headache, any pain or any kind of injuries linked to the incident and that medical assistance were not required.

Manufacturer narrative:
The returned gas springs were evaluated and confirmed to not meet specifications. The two returned gas springs were of 50 (n) newton strength and their age matched the production date of the instrument (2011). According to the device user operating manual, gas spring replacement is required every three years, the laboratory was not under tecan service contract and there is no record of maintenance on gas springs. The laboratory recently ordered a new front panel safety shield which differed in design from the original safety shield. The newly ordered safety shield required two 75n gas springs which were not included in the safety shield order nor ordered separately. The tecan service personnel upon installing the new safety shield used the original 50n gas springs. Afterwards, the correct gas springs were ordered and installed on the instrument and the instrument is now operational. Tecan has opened a CAPA due to this complaint investigation to evaluate process root causes and corrective and/or preventive actions. No remedial action is planned as a result of this complaint as there is no evidence of a systemic part defect or systemic incorrect servicing or production by tecan. The case will be monitored as part of routine complaint trending. Note: this report or other information submitted by tecan under 21cfr part 803, and any release by FDA of that report or information, does not reflect a conclusion by tecan or FDA that the report or information constitutes an admission that the device, tecan, or its employees caused or contributed to the reportable event.